Event description:
It was reported that during interrogation the implantable cardiac monitor displayed an error message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.